Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3389s-40, lot# va2exuv, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was to be treated with antibiotics and will possibly be replaced with a dbs system in the future. Additional information was received from the clinical site reporting that the patient explained that blood was leaking out of the incision on (B)(6) 2024. There was a wound dehiscence over the left parietal region and causing a part of the right dbs electrode to be exposed. The lead was repositioned on (B)(6) 2024. The issue was resolved, however, the patient ended up having an infection at the implant site. The etiology was possibly related to the device or therapy and had a probable relationship with the implant procedure - electrode contact location incisional site. The event also resulted in hospitalization.

Event description:
It was reported that patient had a complete system removal due to infection at burr cap site on head. Cause of infection is unknown. The issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
At this time, the plan is to replace in the future, however there is not a scheduled date or timeframe for this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va2exuv: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient described the event as they got up sunday morning and their incision felt wet and there was a small amount of blood. Not sore like it was on (B)(6) 2024 in office. There were concerns of wound infection. They noticed that the wound "never healed" and was mildly draining for the last few months. He feels this worsened a few weeks ago while he was sitting down and felt that his head was wet. Overall, the drainage is minimal and he notices it on his pillow at times. No fever, chills, sob, headache, changes in functionality or other symptoms noticed. (B)(6) 2024: patient underwent wound revision with debridement of left parietal scalp wound in which it was confirmed that it was infected.